Event description:
It was reported that the lead safety switch (lss) was triggered due to right ventricular (rv) pace impedance less than 200 ohms. Daily measurements showed a gradual decline over the past several months. Stored electrograms also showed noise on the rv channel that started before the lss was triggered. This rv lead remains in service at this time and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).